Event description:
Customer reported the insulin pump had alarmed unexpected restart, external ram crc error, and displayable history crc check failed on startup. Then the device went into rest mode. Customer did not recall blood glucose level. The alarms occurred after customer inserted a new battery and device had been stored for three months. Customer was advised it was normal. Customer mentioned the device had cracks on the device. Hairline cracks are located around the screen, on all corners, and another one in the reservoir compartment window. Customer stated she may have dropped and bumped the device. Customer was advised to discontinue use of the device. No further information reported.

Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. The device was monitored. No unexpected reset alarms noted. The device passed unexpected restart alarm test. No unexpected restart or external ram crc error alarms noted. Displayable history crc check failed on startup alarms noted in alarm history due to corrupted history file. Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.